Event description:
It was reported the procedure was to treat a moderately calcified lesion in the left circumflex artery (lcx). Rotablation was performed initially and then a bmw universal ii and a cutting balloon were used to further treat the calcification. A non- complaint (nc) balloon was then advanced to further dilate; however, the nc balloon ruptured while advancing. The physician withdrew the balloon; however resistance was noted with the bmw guidewire, and the guide wire came out with the balloon. It was noted that the guidewire had separated. The broken distal portion of the guidewire was found in the guide catheter. The physician simply removed the guide catheter along with the broken piece of wire. The procedure was completed with a new guide catheter and a new unspecified guidewire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.